Event description:
The unit had a free flow of fluid about 5-10 seconds after the power was turned on but before it was programmed. The weighing chamber was filled to within 1/2" of the top and then the unit stopped pumping on its own. The caller did not know which solution had been pumped or whether any values were registered on the displays. All occluder doors were closed and there were no alarms when this occurred. He powered the unit down, recycled the power and purged the weighing chamber. At this point the user was unable to calibrate the unit. The user was advised not to use the unit which was swapped out. There was no pt involvement.